Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that probably about 2 months ago the patient (pt) controller had been acting up for the controller screen would go blank at times when trying to charge the implanted neurostimulator. Patient would get no device found so they would reset the controller but that did not resolve the issue. The other day when the patient tried to charge their implanted device the rubber part on the recharger got real hot and the relay box got hot. A request was sent to the repair department to replace the recharger. The implanted neurostimulator (ins) would not recharge. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.